Event description:
Pt's mother reported the leakage out of the y site (wasted about 4-5 cc of the product. Pt was able to complete the infusion with no adverse effects reported. No further info provided. Unk if pt's mother has on hand for return. Spontaneous call. Reported to (B)(6) by pt/caregiver.